Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) defibrillation lead revealed a rise in impedance measurements greater than 2,000 ohms. The decision was made to implant an additional right ventricular (rv) pace/sense lead in the near future due to the high sensing impedances. The detection, stimulation thresholds and shock impedance measurements were within normal rang. The defective defibrillation rv lead is not planned to be explanted as it will remain implanted with the stimulation or sensing of the new rv lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A new pace/sense rv lead maybe implanted in the near future, while the old rv lead remains implanted for defibrillation purposes. The rv lead will not be returned to boston scientific; therefore; the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Approximatley one week later, a revision procedure was performed and a new sensing lead was implanted. All measurments were within range during final testing. No adverse patient effects were reported. The lead remains implanted and will not be returned to boston scientific.